Event description:
Paramedics attempted to use the unit to monitor a person complaining of chest pain. The unit allegedly failed to turn on properly and use of the device was inhibited. The unit repeatedly cycled through the self test mode. A backup defibrillator/monitor was made available and used. The reporter said there was no adverse effect to pt care related to the alleged malfunction.